Event description:
It was reported by the rep that the one pmw35 was used during an unknown procedure. It was reported that the sales rep was handed the stapler from the or resource coordinator on a routine visit. There was a note attached with the numbers 6/29 and it simply read staple malfunctions-sticks. There is no other info available.